Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used in a bile duct stones removal procedure performed on (B)(6) 2025. During preparation, upon unpacking the product, the wire at the tip of the basket was fractured. Another same device was used to complete the procedure. The procedure was completed with another same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Manufacturer narrative:
A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H6: imdrf device code a0401 captures the reportable event of basket wire break. H11: the returned trapezoid rx was analyzed, and a visual inspection confirmed that the basket wires were not broken. The tip was detached, and also, the side car rx was pushed back 4 mm. The device has residues, which suggests that it was used in some procedure. The customer provided pictures where it was possible to observe the tip has detached. The reported event of basket wire break was not confirmed. Based on all available information, the side car rx push back could be caused due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone. And by this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx. There is also a possibility that the same force applied when trying to destroy the stone put too much pressure on the basket, and from the force applied on the handle, the tip got detached from the wires. Therefore, these issues will be classified as adverse event related to procedure. The basket wire was not broken; therefore, the reported event will be classified as no problem detected.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used in a bile duct stones removal procedure performed on (B)(6) 2025. During preparation, upon unpacking the product, the wire at the tip of the basket was fractured. Another same device was used to complete the procedure. The procedure was completed with another same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.